Event description:
It was reported that the gauge housing was cracked and gauge was at an angle. No patient injury was reported. Additional information received 6-oct-21: event date was (B)(6) 2021, found in attempt to perform preventative maintenance.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual inspection was performed. Device was received in with damages on the case around the battery compartment as well as the battery holder, bent front panel, missing small knobs, cracked gas supply indicator and missing shroud, cracked bezel, and the manometer was not in its correct position. The technician confirmed the reported issue by visual inspection. The root cause of the reported issue was an impact to the device caused by the customer. The technician replaced the gauge bezel and light-emitting diode (led) and re-positioned the manometer.